Manufacturer narrative:
Results: the cat6 distal tip was ovalized approximately 120.0 cm from the hub and in multiple locations on the distal tip. Bends were present along the length of the device. Conclusions: evaluation of the returned cat6 revealed a device with an ovalized distal tip. If the disposable peel-away sheath is not utilized while attempting to advance the device into the parent catheter, as reported in the complaint, damage such as this may occur. Further evaluation revealed bends along the length of the device. Based on the return condition and the reported complaint, the bends are likely incidental to the reported complaint and most likely occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the hospital technician accidentally removed the introducer sheath of the cat6 and, consequently, the tip of the cat6 became kinked and flattened as the physician attempted to advance it into the non-penumbra sheath. The procedure was, therefore, completed using a new cat6. There was no report of an adverse effect to the patient.